Event description:
It was reported that the right ventricular lead was explanted as the lead was pulled back and caused loss of capture. As a result, a new rv lead was successfully implanted. No additional patient adverse effects were reported.